Event description:
The customer reports observation of falsely-depressed atellica im thyroid stimulating hormone 3-ultra (tsh3-ul) results which were discordant relative to repeat testing. On (B)(6) 2022, the customer noted control chart results beyond expected range (negative bias to results) and repeated tsh3-ul testing from this period. Samples from two patients produced repeat results which were higher than the initial results. The higher results were reported as correct. There are no allegations of patient harm, and no reports of modification of treatment in association with the observed result discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of falsely-depressed atellica im thyroid stimulating hormone 3-ultra (tsh3-ul) results which were discordant relative to repeat testing. The instructions for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
MDR 1219913-2022-00252 was initially filed on 2022-08-19. Additional information, 2022-11-21: siemens has concluded the investigation. A customer from outside the united states reported observation of falsely-depressed atellica im thyroid stimulating hormone 3-ultra (tsh3-ul) results which were discordant relative to repeat testing. The customer osberved below-range quality control results and discordant , depressed patient results when using four particular tsh3-ul reagent packs; other reagent packs from the same kit lot did not demonstrate any issues. Siemens tested a reagent pack returned from the customer, and reproduced the customer's observation of depressed results. Testing of a reagent pack from the same lot, but from internal siemens supply, produced results within expected ranges. Investigation showed that the middle well fitc reagent in the customer-returned reagent pack was responsible for the depressed assay results. This reagent is light-sensitive and exposure to light will cause degradation which results in depression of results. Note: the assay's instructions for use (IFU) advises the following, under storage and stability: "protect the product from heat and light sources." Additionally, product labeling contains symbology indicating the same. Siemens has concluded that light exposure is the most likely cause of the observed result depression for the four indicated reagent packs. No product performance issue has been identified. The customer is operational and no additional investigation is required.